Event description:
The patient presented with a popliteal artery aneurysm. A 7x5 viabahn device was advanced over a 0.035 inch guidewire and positioned at the target site. The physician pulled on the line, however, the line appeared stuck. He pulled the catheter back a bit and pulled on the line again. Approximately 2 to 3 mm of the viabahn device opened / expanded and suddenly, the line was stuck again and the device appeared stuck inside the aneurysm. The physician was able to remove the device interventionally. The procedure was completed implanting 2 viabahn devices without any adverse outcome for the patient.

Manufacturer narrative:
A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. Our investigation was inconclusive as to any exact cause(s) for the inability to completely deploy the device in-vivo.